Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2020. Event day and event month were not reported. Investigation summary: the analysis results found that the b5lt device was received sterile. Upon visual inspection, it was noted that the lens passed through blister and tip of lens of the obturator was noted to be fractured. The damage in lens of the obturator and tyvek, may have been due to improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that upon receipt, the packaging was damaged and the trocar was 'bent.' There was no loss of sterility, obturator was bent at thirty degree angle, and there was no patient consequence.